Event description:
A user facility reported to rxsight that a light adjustable lens (lal, sn (B)(6), +14.0d) was implanted into the patient's eye backwards; the surgeon noted a capsular bag tear. While attempting to reposition the lal, the trailing haptic separated from the optic body. The surgeon removed the original lal and implanted a backup lal (+14.0d) in the sulcus. A vitrectomy was not performed. Rxsight's first awareness of the event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).